Event description:
It was reported that the sensor needle was bent near the plastic base. Unable to insert the needle properly into the body. The sensor will be returned. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed a visual inspection and found the tip of electrode slightly separating/bent from the tip of the needle. The insertion needle passed per specification. Unable to confirm if customer received the product in said condition; due to customer returning the product opened and used.